Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent began to experience chest pains associated with dialysis treatments and subsequently expired from sudden cardiac arrest 34 days later.